Manufacturer narrative:
The valve was reportedly explanted due to structural valve deterioration. Prior to its arrival at abbott the valve had been resected with the majority of all three leaflets returned separated from the stent. All three leaflets were fibrotically thickened and contained calcifications, which limited their mobility. There was fibrous pannus ingrowth on the inflow surface of leaflet 2 and the outflow surface of leaflets 1 and 3. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The root cause of the calcifications and pannus ingrowth could not be conclusively determined.

Event description:
In 2013, a trifecta gt valve was implanted. On (B)(6) 2019, structural valve deterioration was noted during a follow-up. The physician elected to explant the valve and replace it with a 19mm edward magna ease. The patient is reported to be discharged.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2013, a trifecta gt valve was implanted. On (B)(6) 2019, structural valve deterioration was noted during a follow-up. The physician elected to explant the valve and replace it with a 19mm edward magna ease. The patient is reported to be discharged.